Event description:
It was reported that during a procedure involving a 2.75 x 38 mm promus element long stent, a dissection occurred. It was further reported that vascular access was obtained via the femoral artery. The 90% stenosed, 2.75x34mm, concentric, de novo target lesion was located in a mildly tortuous and mildly calcified left anterior descending artery. Following predilitation the lesion was 80% stenosed, a 2.75x38mm promus element was deployed. Post deployment, an edge dissection was noted in the distal stent and a 2.50x16mm stent was deployed to cover the dissection. The physician thought that even though the initial stent was deployed at nominal pressure, the dissection might have been due to diabetes and progressive disease in the distal tissue. The patient status following the procedure was stable.

Manufacturer narrative:
Device is a combination product. Outcomes attribute to adverse event corrected from other serious (important medical events) to required intervention to prevent permanent impairment. Date of event corrected from (B)(6) 2019 to (B)(6) 2019.

Manufacturer narrative:
Device is a combination product. Date of event. The date of the event is unknown. Bsc became aware of the event on (B)(6) 2019. A date of (B)(6) 2019 was entered into the date of the event field to indicate that the event occurred on an unknown day in (B)(6) 2019.

Event description:
It was reported that during a procedure involving a 2.75 x 38 mm promus element long stent, a dissection occurred.